Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (unknown test strip lot number), is related to case with patient identifier (B)(6) (test strip lot 497205).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 61 mg/dl (test strip lot 497205) and 119 mg/dl (unknown test strip lot number). No adverse event reported. The test strip with the unknown lot number is not expected to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.